Manufacturer narrative:
User facility maude reference number: mw5079853.

Event description:
It was reported that during a surgical procedure after 18,904 joules and 4:13 minutes of use, the fiber was noted to have a hole with the passage of laser light through the distal tip. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome was not reported.